Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that error code e315, indicating a non-compatible endoscope, appeared on the bronchovideoscope. The issue occurred during reprocessing, so there was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s final investigation. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. Which was likely due to liquid in the mirror, which caused the reported issue. Additionally, the investigation identified the following: the control body were all crystallized, there was serious water leakage in the forceps channel, and the rubber was cut and dried, the light guide plug head were all crystallized and the control unit was dirty due to water leakage. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.